Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was pt rep. Mentioned the pt's spinal cord stimulator(scs) had not worked in many years(pt rep. Did not know event date, pt rep. Said "battery failed"), and the pt was now in a nursing home for last 3 months and was completely bedridden. Pt's device will be remove because it began to have an infected wound. Pt developed "pressure wound on coxic" around leads under skin and around implant site (pt rep. Mentioned the pressure sores and infection were not related to the scs, but simply happened in the same area), and pt had "other problems" (pt rep. Did not provide details). Pt's hcp said the scs had to be explanted, and pt rep. Was calling for information about whether the leads implanted in the pt were percutaneous or surgical(had the paddle or did not have the paddle). Pt rep. Mentioned they could see the lead poking out of infected wound and mentioned pt's hcp said the wound would never heal if the scs was not explanted. Pt rep. Mentioned they had learned from their hcp that the surgery to remove the surgical leads would take 2.5 hours and the surgery to remove the percutaneous leads would only take 1 hour. Pt rep. Said the surgical leads were more difficult to remove. Pt had been in rehab in a nursing center for 3 months. Pt rep. Mentioned the implanted neurostimulator(ins) "may have infection around it." Pt rep. Mentioned when the scs had stopped working for the pt, the pt had "refused to have the scs explanted." The patient was redirected to their healthcare provider to further address the issue. Pt rep. Said pt's implanting hcp was dr. (B)(6) and another of the pt's hcps was dr. (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v400268, implanted: (B)(6) 2010 product type: lead. Other relevant device(s) are: product ID: 3888-33, serial/lot #: (B)(4), ubd: 27-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3888-33 lot# v400268 implanted: (B)(6) 2010 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported infection was first noticed in (B)(6) 2021. Ins not working - (B)(6) 2017. Infection result of pressure (illegible) (near site of nonworking ins) preventing healing. Not related. Ins battery died in 2017. Infection occurred 4 years later. Surgeon to remove non functioning ins. Wound healed. The issue was resolved.